Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was unknown.

Event description:
The customer reported that he obtained high readings on his contour next link 2.4 meter. The customer was not feeling well and lost consciousness. The customer's wife called the paramedics at 10:53 a.m. Before the paramedics arrived, the customer took 8-10 glucose capsules. The customer did not remember the dosage of the capsule. The customer stated that he fainted after about a minute of administering glucose capsules. The paramedics tested the customer's blood glucose and the reading was 171 mg/dl. No treatment was provided to the customer by the paramedics. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.